Manufacturer narrative:
Customer reported that "filtration device could not detach from the injector". No other complaints: complaint lot search reviewed, there are no other complaints for the reported lot. Deviation lot search report was reviewed, 1 deviation was identified related to the respected lot. No adverse impact as a result of the deviation- no change in the fit form or function of the product - only conforming units were released for following processes. A review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. The sample was received at the manufacturing site and investigated as follows: the sample was returned in an open secondary packaging. A yellow paper note was included with writing. The sample included a redressing label (such labeling material is not included by mfg site - addition to the sample as a result of a redressing activity). The sample included an original opened preliminary pouch packaging with eds only, labels strip, patient card and a blister. It is to be noted that the blister is not of the suspect device packaging configuration. Shunt, cradle and instructions for use (IFU) of the original packaging configuration were not included. The eds wire was partially triggered. Wire partially protruded from the cannula opening. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Shunt was detached from eds (since it was not included in the received sample) and the eds was operated and performed its functionality releasing the shunt. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Reported event can not be conformed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a glaucoma filtration device implantation, the device could not detach from the injector. The surgery was completed after a replacement was used. There was no patient harm reported.